Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the temperature on screen showed 42 degrees which was considered over temperature, but temperature on the tubing was showing 25 degrees. The event occurred during preventive maintenance. There was unknown patient harm reported as a result of the event.

Manufacturer narrative:
D9: 22-may-2025. H3: one device was returned for evaluation in used condition. The customer reported issue was confirmed, as the temperature was very high and the device was out of calibration. The device was calibrated to resolve this issue. Service history review identified the device has not been serviced for the past 12 months.